Manufacturer narrative:
This event was reported to the manufacturer through the sure avr clinical registry. As per internal clinical assessment the event may be related to the device. Device not explanted.

Event description:
This event was reported to the manufacturer through the sure avr clinical registry: a crown pericardial heart valve size 21 mm was implanted on (B)(6) 2016 via median sternotomy. The valve was implanted supra-annular with non-everting suture technique. Pledget used. On (B)(6) 2016, the patient had non structural dysfunction with paravalvular leak and intra-prosthetic regurgitation.

Manufacturer narrative:
The complete manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. A review of the function test performed prior to release of the valve confirmed that the valve performed as expected and met all applicable function test quality control criteria at the time of release. Based on the document review performed, no manufacturing deficits were identified. Furthermore, according to the clinical opinion provided by the site, this event is attributable to the patient's extreme anatomical condition. As such, the event is considered to be not device-related, and the root cause of the event is attributed to patient factors.

Event description:
A crown prt pericardial heart valve was implanted on (B)(6) 2016 via median sternotomy. The valve was implanted supra-annular with non-everting suture technique. Pledget used. On (B)(6) 2016, the patient had non structural dysfunction with paravalvular leak and intra-prosthetic regurgitation. It was reported that the patient developed perivalvular leak during post-operative recovery. The operation was reportedly very troublesome due to extensive calcification of the valvular annulus. Intra-operative tee was negative, and the leak appeared post-operatively. Due to the patient's vascular fragility and associated pathology, the patient was sent to another institution to be treated non-invasively. It was reported that the procedure was presumed to be not feasible as the patient was re-operated, and died shortly after. No other information was available regarding the explanted valve, or the replacement valve. The clinical opinion reported was that the initial failure was due to an extreme anatomical situation and not linked to a valve defect.